Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-05811, 2938836-2019-05816. It was reported that the patient expired during an accident. The cause of the accident is unknown. There is no known allegation from a health professional that suggests the death was related to the device. As per medical examiner, the cause of death was compressional asphyxia.

Manufacturer narrative:
The device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.